Event description:
It was reported that the catheter was difficult to withdraw. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter exhibited a spline inversion. However, the physician continued the ablation with the catheter in an inverted flower configuration. The physician attempted to draw the catheter back into the sheath in flower configuration instead of undeploying the catheter first, which forced the splines to bend distally in a shape resembling a tulip. This drawback was forceful and bent the splines forward. This event occurred after ablating the left side veins and before ablating the right veins. As a result, when the physician attempted to undeploy the catheter fully past the basket configuration, the catheter would not straighten out enough to be able to draw the catheter back into the sheath successfully, and the splines crumbled, making it difficult to move the catheter past the distal end of the sheath. The physician was able to get all of the splines into the sheath, but the physician could not move remove the catheter any further. The physician attempted to flush the sheath and twirl the catheter while trying to bring the catheter into the sheath simultaneously, but this was not successful. Both the sheath and catheter were removed as one system out of the left atrium. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, it was noted that the catheter returned stuck inside the faradrive sheath. After generating movement to advance the catheter through the sheath, the splines in the distal cage of the catheter were observed to be heavily inverted, leading to the catheter jamming inside the sheath. The reported event of difficult to withdraw catheter was confirmed via analysis. Additionally, as the posterior wall was ablated during the procedure, this was off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation.

Event description:
It was reported that the catheter was difficult to withdraw. During an pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter exhibited a spline inversion. However, the physician continued the ablation with the catheter in an inverted flower configuration. The physician attempted to draw the catheter back into the sheath in flower configuration instead of undeploying the catheter first, which forced the splines to bend distally in a shape resembling a tulip. This drawback was forceful and bent the splines forward. This event occurred after ablating the left side veins and before ablating the right veins. As a result, when the physician attempted to undeploy the catheter fully past the basket configuration, the catheter would not straighten out enough to be able to draw the catheter back into the sheath successfully, and the splines crumbled, making it difficult to move the catheter past the distal end of the sheath. The physician was able to get all of the splines into the sheath, but the physician could not move remove the catheter any further. The physician attempted to flush the sheath and twirl the catheter while trying to bring the catheter into the sheath simultaneously, but this was not successful. Both the sheath and catheter were removed as one system out of the left atrium. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory.